Manufacturer narrative:
H4: the lot was manufactured between march 10, 2023 ¿ march 13, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusion through a large volume infusor did not reach the therapeutic dose during patient infusion. The duration of infusion was approximately 19 hours and 20 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.